Manufacturer narrative:
Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received with the stent already deployed from the delivery system. No issues noted with the deployed stent. A visual examination identified no issues with the tip and handle of the device. The safety lock was still attached to the handle, and there was no evidence of inner prolapse. This concludes the product analysis.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the lower extremity. A 6 x 60 x 130 innova self-expanding stent was selected for use. Prior to the procedure, the stent started to deploy while being loaded onto the wire, before entering the patient's body. The yellow safety mechanism was still in place. The stent did not enter the patient's body and was removed from the wire, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the lower extremity. A 6 x 60 x 130 innova self-expanding stent was selected for use. Prior to the procedure, the stent started to deploy while being loaded onto the wire, before entering the patient's body. The yellow safety mechanism was still in place. The stent did not enter the patient's body and was removed from the wire, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.